Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin was not seen coming out of the tubing during the load process. Customer's blood glucose level ranged from 300-350 mg/dl. In addition, it was reported that an occlusion alarm occurred. Customer was using apidra. Tandem technical support educated customer on insulin labeling. Customer switched to humalog and attempted to load a new cartridge, however no insulin was seen coming out of the tubing during the load process. Reportedly, the customer reverted to manual injections for insulin therapy.